Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the tubing through pinch valve vl27 was worn and was leaking. Pinch valve vl27 controls the delivery of erythrolyse ii from pumps pm6 and pm7 to the mixing chamber. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the hmx al instrument. The instrument was giving flow cell clog errors and giving vote outs for differential parameters when the leak was noticed. The volume of the leak was about 10 milliliters and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.